Event description:
The customer stated that the architect analyzer generated falsely depressed assay results on patient. Sid (B)(6), calcium = 5.5 / 10.1mg/dl and co2 = 9.0 / 24meq/l. At the time, these results were generated the qc was within acceptable limits. There was no reported impact to patient management as the initial results were not reported out from the lab. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.